Event description:
The customer reports that the button jammed when depressed and remained activated and the customer had to wiggle the button to have it stop. Another new pencil was used. There was no injury to the patient, no tissue damage, no blood loss.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated the incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.